Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a tray with other items was received. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap and white foreign material was observed on the body needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration, nonconforming for actuation, and conforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gauge marks observed bend area, cutter/coupling area, and at several locations on the inner cutter. The inner cutter was observed for have an indentation. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a nonconformance review of the reported lot. A nonconformance was found. This non-conformance could have potentially contributed to the reported event. A non-conformance record has been completed for trending the defect of pinched inner cutter with impression marks. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The complaint evaluation does not confirm the probe had an aspiration or cut failure, the evaluation confirms the probe had an actuation failure. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed and caused the probe to fail prime tune. The exact cause of the actuation failure cannot be determined from the evaluation performed. However, a manufacturing related potential contributor factor was identified, pinched inner cutter and cannot be ruled out for the actuation problem as reported. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the reported aspiration and cut failures were not confirmed, and an exact root cause for the actuation failure could not be determined from this evaluation. A non-conformance record was opened to trend the defect of pinched inner cutter with impression mark. A non-conformance record has been completed in relation to the related non-conformances identified within the non-conformance review. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that actuation and aspiration failure occurred and priming test failure occurred during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient impact.